Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise. Low out of range pacing impedance measurements of less than 200 ohms were also observed. Lead insulation damage and a fracture were suspected causes, but not confirmed. The pacemaker remained in service and the rv lead was explanted. No additional adverse patient effects were reported.